Event description:
The device was used during a laparoscopic hernia repair. It was reported by the rep that the instrument jammed. There was no consequence to the pt.

Manufacturer narrative:
Evaluation summary inadvertently left off of follow up report #1. Results of evaluation: conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the reported incident of the instrument "jammed" during surgery may have been due to a dry fire, causing the staple to retract, unattached to tissue, and jam in the nose. The instrument was received with a formed staple jammed in the cartridge nose and with excessive dried body fluids in the cartridge assembly. The tube was observed to be bent slightly in the distal portion. The formed staple was removed from the cartridge nose and the instrument was cycled and fired the remaining 10 staples without incident. No conclusion could be reached as to how the tube had become bent. The instrument is not designed to be fired while not in tissue or a gauze simulation of tissue.